Event description:
A service representative of pt care systems (pcs) [a medical products distributor] delivered a safe-tcaro bed enclosure system to medical center on 6/22/06. A low airloss mattress was ordered on five days later, apparently due to redness on the pt's skin. Our representative was told that on the same day the unresponsive pt was found by nursing staff face down between the mattress and the vinyl enclosure wall with bed siderails apparently in down position. Apparently a code was called, the pt was resuscitated and sent to the intensive care unit where she expired on the following month. Both enclosure system and the low airloss mattress were quarantined by the hospital. Both pieces of equipment have not been returned to pcs as of this date (approx a week later). Notification of the above incident was reported to our representative in original month at 1:10 pm.